Manufacturer narrative:
Root cause could not be determined conclusively, however occurrences of dry eye are inherent to lasik and other refractive surgeries and are not indicative of a malfunction. (B)(4).

Event description:
An optometrist reported that a patient presented with dry eyes in both eyes one month post photorefractive keratectomy (prk). The patient complained that both eyes were worse in the morning and felt uncomfortable. Punctal plugs were inserted in both lower puncta. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.